Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, was initially diagnosed with breast asymmetry, right breast capsular contracture; baker grade unknown and left breast implant rupture via MRI. Upon explantation surgery on (B)(6) 2020, it was discovered that the patient also had left breast capsular contracture; baker grade IV. In addition, an intact left breast implant was discovered. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9355321 sn: (B)(4) and (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 7734084 sn: (B)(4). This medwatch form is for the right breast prosthesis.